Event description:
Allegedly, revised due to broken neck.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event device code is addressed in the package insert. Attempts have been made to have the device returned. A medwatch 3500a has been received from this user facility. This report will be updated when the investigation is complete. This is the same event as 1043534-2009-00357, 00358.